Manufacturer narrative:
The device was received deployed. Inspection found the exposed portion of the soft cannula to be kinked. Although damage was observed to the soft cannula, fluid was able to flow through the complete fluid path with no issues. The timing and cause of the kinked exposed soft cannula could not be determined. Inspection of the formed needle found no damages or deficiencies that would result in irritation at the infusion site. The reported infusion site events could not be determined. The patient history buffer data files showed the algorithm was functioning as intended, correctly responding to estimated glucose values and user inputs. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached 19 mmol/l (342 mg/dl) while the pod was born between 1 and 4 hours. The patient experienced skin irritation, soreness at the infusion site. As treatment, a new pod was placed.